Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-06116 / 06117).

Event description:
It was reported patient enrolled in a clinical study underwent total knee arthroplasty on (B)(6) 2004. Subsequently, patient underwent a revision procedure on (B)(6) 2005 due to instability. Additionally, patient underwent a revision procedure on (B)(6) 2006 due to instability.